Event description:
A healthcare worker experienced a burning sensation on her arms and a sore throat when she was taking a load out of the chamber. Her symptoms resolved within a few hours and she did not seek medical attention. The load was left overnight in the chamber after the cycle completed. The new vaporizer plate was placed correctly in the sterilizer.